Event description:
It was reported that one of the prongs of the pl holder broke off. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device manufacturing date is 04/30/2009.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. Visual inspection showed that one of the prongs was broken off as reported. No manufacturing related issues were found. The broken surface was homogenous, what indicates material conformity to the specifications. Based on these findings, it was conclude that the cause of failure is not due to any manufacturing non-conformances. It is likely that exceeding applied mechanical force led to the breakage. The instrument was manufactured according to the specifications. This complaint is invalid from a manufacturing standpoint.